Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. A group of striations, indicating contact with unshod instrumentation, was noted on the longer exhaust tube of pump. This is a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination, it was concluded that the observed separation on the exhaust tubing of the pump would have allowed a ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed for an unknown reason. The details surrounding the explant were not provided.

Event description:
According to the available information, the implant was removed for an unknown reason. The details surrounding the explant were not provided.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.